Manufacturer narrative:
(B)(4). The affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
Customer reported a flow regulator was set at 125 ml/hr, but the entire 1000 ml bag of saline infused within 30 minutes. Event occurred in the pre-cath lab area. No pt harm or medical intervention was reported. No further pt/ event info was provided.